Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was broken and was confirmed through x-ray. To date, the lead remains in service. No adverse patient effects were reported.